Manufacturer narrative:
Additional information: b2 removed, b5, g3, h6 additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature source of a study performed between october 2018 and october 2019, a prospective study evaluated the safety of three-port bikini sleeve gastrectomy. The study included 85 patients who underwent either bikini line sleeve gastrectomy (blsg) or conventional laparoscopic sleeve gastrectomy (lsg). Stapling was performed with the device or a competitor device. Postoperative complications included one lsg patient who had staple line bleeding, and two patients who had leakage. Bleeding was resolved by re-laparoscopy while endoscopic stenting and laparoscopic washout were done to address the leak. It was noted that no devices were related to any of the adverse event. Three-port bikini line vs. Conventional sleeve gastrectomy: a prospective cohort study on safety, efficacy, and aesthetic outcomes 10.1007/s11695-025-08273-x.

Manufacturer narrative:
D10. Concomitant products: unknown egia su, unknown endo gia sulu (lot unknown); unknown ligasur, unknown ligasure instrument (lot unknown) mohamed elshawy, sherif albalkiny, ramy helmy, derar jaradat, ahmed s. M. Omar, mostafa mahmoud salama, and mohamed gamal qassem. "Three-port bikini line vs. Conventional sleeve gastrectomy: a prospective cohort study on safety, efficacy, and aesthetic outcomes." Obesity surgery (2025) 35:5038¿5046.https://doi.org/10.1007/s11695-025-08273-x. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature source of a study performed between october 2018 and october 2019, a prospective study evaluated the safety of three-port bikini sleeve gastrectomy. The study included 85 patients who underwent either bikini line sleeve gastrectomy (blsg) or conventional laparoscopic sleeve gastrectomy (lsg). Stapling was performed with the device or a competitor device. Postoperative complications included one lsg patient who had staple line bleeding, and two patients who had leakage. Bleeding was resolved by re-laparoscopy while endoscopic stenting and laparoscopic washout were done to address the leak. Three-port bikini line vs. Conventional sleeve gastrectomy: a prospective cohort study on safety, efficacy, and aesthetic outcomes 10.1007/s11695-025-08273-x